Manufacturer narrative:
Concomitant products: 694765 lead, implanted (B)(6) 2008; dtba1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to early battery depletion associated with high pacing thresholds on the patient's left ventricular (lv) lead. The lv lead was also capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.